Event description:
Variable enzymatic carbonate (eco2) results were obtained on one patient sample on a dimension exl with lm instrument. The result of 30.6 mmol/l was ultimately reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the variable eco2 results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center provided evidence of variable enzymatic carbonate (eco2) results that were obtained on a dimension exl with lm instrument. Quality controls (qcs) recovered within ranges on the day of the event. The aspiration profile for the initial testing of this sample was atypical. Additionally, siemens determined that the customer does not centrifuge the samples according to the tube manufacturer recommendations; therefore, there is potential for sample integrity issues such as partial clot (soft clot). A sample handling issue potentially contributed to the variable eco2 results. The instrument is performing according to specifications. No further evaluation of this device is required.